Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At 1300, the pump was programmed to deliver pitocin 30 units/500ml, at a rate of 2 milliunits/min, and the delivery was started. No further programming parameters were provided. The customer contact reported 30 minutes later, air was noted in the tubing set distal to the pump with no pump alarm. At this time, the customer contact stated that it was realized that the tubing had not been primed with solution prior to starting the delivery; however, solution was reported in the drip chamber of the tubing set. The delivery was stopped and the tubing set was disconnected from the pt. No air was delivered to the pt. At that time, it was reported the tubing set was primed and therapy was resumed using the same pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The pump history was downloaded at the service ctr. On (B)(6) 2010 at 1254, the pump was powered on using battery power. The (B)(6) selected was (B)(6). Using the drug library, "oxytocin labor" 30 units/500ml was programmed to deliver at a rate of 2ml/hr, with a vtbi (volume to be infused) of 480ml, for a duration of 240 hrs, air-in-line setting: 250mcl, nearing end of infusion setting was off and the delivery was started. At 1342, the infusion was stopped, the cassette was ejected and a check flowstop alarm occurred. At 1344, the check flowstop alarm was cleared, the cassette was loaded and at 1345 the infusion was resumed. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).